Manufacturer narrative:
The insulin pump was received with stuck motor error alarm loop during bolus delivery and the motor position encoder error was confirmed in the history file. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during testing. The device also had a scratched lcd window and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer's spouse reported via phone call that the insulin pump was alarming motor error during bolus. Blood glucose value was 84 mg/dl. It was stated that the drive support cap appeared recessed and the insulin pump was not exposed to a high magnetic field. The alarm history showed a motor position encoder error alarm. It was advised to discontinue the use of the device and revert to a back-up plan. The insulin pump was replaced and returned for analysis.